Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil separated at the tip which means inner coil has slightly popped out , for possible perforations') and device dislocation ('I only see one coil, appear slightly different position in the 2016 vs 2018') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), pain in extremity ("leg pain"), myalgia ("muscle pain"), fatigue ("fatigue"), arthralgia ("joint pain") and breast pain ("breast pain"). At the time of the report, the fallopian tube perforation, device dislocation, fibromyalgia, pain in extremity, myalgia, fatigue, arthralgia and breast pain outcome was unknown. The reporter considered arthralgia, breast pain, device dislocation, fallopian tube perforation, fatigue, fibromyalgia, myalgia and pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Events added- breast pain. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil separated at the tip which means inner coil has slightly popped out , for possible perforations') and pelvic pain ('I screamed and cried I was in so much pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), device expulsion ("I only see one coil ,appear slightly different position in the 2016 vs 2018/ one of mine migrated completed out - they assume as they can't find it"), fibromyalgia ("fibromyalgia"), pain in extremity ("leg pain"), myalgia ("muscle pain"), fatigue ("fatigue"), arthralgia ("joint pain"), breast pain ("breast pain"), amnesia ("short term memory loss"), vaginal cyst ("several large knots in my vaginal canal since having essure placed. I think they are cysts"), orgasm abnormal ("pain during orgasm"), gluten sensitivity ("gluten sensitivity"), malaise ("made me sick"), weight loss poor ("lost 57 pound") and flatulence ("gas"). The patient was treated with surgery (essure removal surgery). At the time of the report, the fallopian tube perforation, pelvic pain, device expulsion, fibromyalgia, pain in extremity, myalgia, fatigue, arthralgia, breast pain, amnesia, vaginal cyst, gluten sensitivity, malaise, weight loss poor and flatulence outcome was unknown. The reporter considered amnesia, arthralgia, breast pain, device expulsion, fallopian tube perforation, fatigue, fibromyalgia, flatulence, gluten sensitivity, malaise, myalgia, orgasm abnormal, pain in extremity, pelvic pain, vaginal cyst and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: gluten sensitivity, malaise and weight increased . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil separated at the tip which means inner coil has slightly popped out , for possible perforations') and pelvic pain ('I screamed and cried I was in so much pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain (seriousness criterion hospitalization), device expulsion ("I only see one coil ,appear slightly different position in the 2016 vs 2018/ one of mine migrated completed out - they assume as they can't find it"), fibromyalgia ("fibromyalgia"), pain in extremity ("leg pain"), myalgia ("muscle pain"), fatigue ("fatigue"), arthralgia ("joint pain"), breast pain ("breast pain"), amnesia ("short term memory loss"), vaginal cyst ("several large knots in my vaginal canal since having essure placed. I think they are cysts") and orgasm abnormal ("pain during orgasm"). At the time of the report, the fallopian tube perforation, pelvic pain, device expulsion, fibromyalgia, pain in extremity, myalgia, fatigue, arthralgia, breast pain, amnesia and vaginal cyst outcome was unknown. The reporter considered amnesia, arthralgia, breast pain, device expulsion, fallopian tube perforation, fatigue, fibromyalgia, myalgia, orgasm abnormal, pain in extremity, pelvic pain and vaginal cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu6 and fu7 were processed together. Content from social media received: events were added: pelvic pain, amnesia, vaginal cyst. Reporters were added. Start date of product was added. On (B)(6) 2020: fu6 and fu7 were processed together. Content from social media received: events were added: pelvic pain, amnesia, vaginal cyst. Reporters were added. Start date of product was added. On (B)(6) 2020: new event: pain during orgasm. Processed with fu from (B)(6) 2020. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil separated at the tip which means inner coil has slightly popped out , for possible perforations') and device dislocation ('I only see one coil ,appear slightly different position in the 2016 vs 2018') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). At the time of the report, the fallopian tube perforation, device dislocation and fibromyalgia outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and fibromyalgia to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. New event fibromyalgia and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil separated at the tip which means inner coil has slightly popped out , for possible perforations') and pelvic pain ('I screamed and cried I was in so much pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), device expulsion ("I only see one coil ,appear slightly different position in the 2016 vs 2018/ one of mine migrated completed out - they assume as they can't find it"), fibromyalgia ("fibromyalgia"), pain in extremity ("leg pain"), myalgia ("muscle pain"), fatigue ("fatigue"), arthralgia ("joint pain"), breast pain ("breast pain"), amnesia ("short term memory loss"), vaginal cyst ("several large knots in my vaginal canal since having essure placed. I think they are cysts"), orgasm abnormal ("pain during orgasm"), gluten sensitivity ("gluten sensitivity"), malaise ("made me sick"), weight loss poor ("lost 57 pound") and flatulence ("gas"). The patient was treated with surgery (essure removal surgery). At the time of the report, the fallopian tube perforation, pelvic pain, device expulsion, fibromyalgia, pain in extremity, myalgia, fatigue, arthralgia, breast pain, amnesia, vaginal cyst, gluten sensitivity, malaise, weight loss poor and flatulence outcome was unknown. The reporter considered amnesia, arthralgia, breast pain, device expulsion, fallopian tube perforation, fatigue, fibromyalgia, flatulence, gluten sensitivity, malaise, myalgia, orgasm abnormal, pain in extremity, pelvic pain, vaginal cyst and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: gluten sensitivity, malaise and weight increased . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event gluten sensitivity, made me sick and lost 57 pound were added. Reporter information was added. On 23-mar-2020: new event fibromyalgia was added. On 23-mar-2020: social media received. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil separated at the tip which means inner coil has slightly popped out , for possible perforations') and device dislocation ('I only see one coil, appear slightly different position in the 2016 vs 2018') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil separated at the tip which means inner coil has slightly popped out , for possible perforations') and pelvic pain ('I screamed and cried I was in so much pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), device expulsion ("I only see one coil ,appear slightly different position in the 2016 vs 2018/ one of mine migrated completed out - they assume as they can't find it"), fibromyalgia ("fibromyalgia"), pain in extremity ("leg pain"), myalgia ("muscle pain"), fatigue ("fatigue"), arthralgia ("joint pain"), breast pain ("breast pain"), amnesia ("short term memory loss"), vaginal cyst ("several large knots in my vaginal canal since having essure placed. I think they are cysts"), orgasm abnormal ("pain during orgasm"), gluten sensitivity ("gluten sensitivity"), illness ("made me sick"), weight loss poor ("lost 57 pound"), flatulence ("gas") and depression ("chronic depression"). The patient was treated with surgery (essure removal surgery). At the time of the report, the fallopian tube perforation, pelvic pain, device expulsion, fibromyalgia, pain in extremity, myalgia, fatigue, arthralgia, breast pain, amnesia, vaginal cyst, gluten sensitivity, illness, weight loss poor, flatulence and depression outcome was unknown. The reporter considered amnesia, arthralgia, breast pain, depression, device expulsion, fallopian tube perforation, fatigue, fibromyalgia, flatulence, gluten sensitivity, illness, myalgia, orgasm abnormal, pain in extremity, pelvic pain, vaginal cyst and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: gluten sensitivity, malaise and weight increased quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2021: social media received- new event chronic depression were added.new reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil separated at the tip which means inner coil has slightly popped out, for possible perforations') and device dislocation ('I only see one coil, appear slightly different position in the 2016 vs 2018') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), pain in extremity ("leg pain"), myalgia ("muscle pain"), fatigue ("fatigue") and arthralgia ("joint pain"). At the time of the report, the fallopian tube perforation, device dislocation, fibromyalgia, pain in extremity, myalgia, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, device dislocation, fallopian tube perforation, fatigue, fibromyalgia, myalgia and pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media received : new events added: fatigue, leg pain, muscle pain, joint pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil separated at the tip which means inner coil has slightly popped out , for possible perforations') and device dislocation ('I only see one coil ,appear slightly different position in the 2016 vs 2018') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.